Event description:
It was reported that the patient's mobile power unit (mpu) was short circuiting and the customer requested it to be investigated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) ¿shorting¿ was confirmed. During the evaluation of the returned mpu, serial (B)(6), the reported event was verified. The unit was powered on and connected to a test mock loop and the test controller alarmed for no external power immediately. The reported issue was isolated to the patient cable. The cable was replaced and a functional check was performed and passed. Preventative maintenance was performed and the cable was forwarded to ppe for further analysis. Further analysis of the returned cable confirmed the reproduced alarm. The cable jacket was stripped by the controller connectors and it was found that the blue and green vcc return wires were severed along with several other wires experiencing wire fatigue. A root cause for the reported event was determined to be a severed wire due to wire fatigue in the mpu cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.